Event description:
It was reported that insulin from the reservoir leaked past the o-rings and the customer noticed strong insulin smell in the reservoir compartment. The customer was slightly high when changing the infusion sets. There was no evidence of air bubbles in the reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.